Manufacturer narrative:
A ge svc rep performed an on site investigation. The wig wag brake and bearing mount and the indicator light were replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.

Event description:
It was reported that the wig wag brake on the 9800 system was not working. Also, the x-ray indicator light was not working. No pt injury was reported.